Manufacturer narrative:
Complaint conclusion: a hair was found inside of the sterile clamshell packaging of a mynxgrip vascular closure device (vcd). The vcd did not come in contact with the patient. The product was not returned for analysis. A product history review (phr) was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The reported packaging/pouch/box foreign material in sterile package could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling or shipping factors may have contributed to the reported event. According to the safety information in the instructions for use, ¿warnings. Do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a hair was found inside of the sterile clamshell packaging of a mynxgrip vascular closure device (vcd). The vcd did not come in contact with the patient.